Event description:
Pt was implanted with bacfix ti system for a one-level (l4-l5) procedure. During the surgery, the left side of the construct was disassembled, one bone screw adjusted, and the construct was reassembled per "sci" surgical technique. At two weeks post-op, the a/p radiograph revealed that the rod had disassociated from the lower left wedge/screw and had migrated caudally, although still assembled with the bottom left screw. The pt is pain-free. The surgeon does not plan to re-operate at this time.